Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body rejection, erosion, contraction, hardening, and nerve and soft tissue damage (specifcs and date/s of onset unknown). All other information, including the patient's current condition is unknown and reportedly unavailable.